Event description:
An alarm 2 was reported by the caller, who experienced frequent and recurring occlusion issues. The customer's blood glucose level was reported to be high, though the specific value was unknown. The customer addressed the high blood glucose by administering a correction bolus via the pump and resolved the occlusion events by changing the infusion set and cartridge, after which they resumed insulin use. The customer declined additional assistance despite experiencing multiple occlusion events.